Manufacturer narrative:
Additional information was received on (B)(6) 2019, the lot number was obtained and the device was discarded after it was explanted on (B)(6) 2019. The impacted product originally reported as unknown saline was a mentor smooth round moderate profile saline prosthesis. 2. Is other serious- uncheck. 2. Is required intervention- check. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information was received on (B)(6) 2019, . In addition to the deflation reported previously, capsular contracture, and bilateral ptosis was noted. When the devices were explanted bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.